Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump calculated a bolus of 18 units. Review of the pump settings verified that due to user error the customer input the inaccurate carbohydrate ratio. The customer entered 1.7 instead of the intended 7.0 carb ratio recommended by the healthcare provider. Blood glucose level was 192 mg/dl. Tandem technical support assisted the customer with inputting the accurate pump setting.